Manufacturer narrative:
The device was returned to olympus for inspection. The investigation revealed the plastic distal end (c-cover) was burned. It is presumed that the incident occurred due to the use of high-frequency endo therapy accessories without maintaining sufficient distance from the distal end. The foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end (c-cover) was burned and the nozzle contained foreign material. There were no reports of patient involvement.